Event description:
It was reported that during a routine generator replacement procedure, this right ventricular (rv) lead exhibited high out of range shock impedances. The physician noted that when this rv lead was connected to the new device, high out of range shock impedances that measured greater than 200 ohms were observed. Troubleshooting efforts were performed however, the high out of range shock impedances remained. The physician decided to surgically abandon this rv lead and replaced it with a new lead. No additional adverse patient effects were reported.